Event description:
It was reported that the right ventricular (rv) lead exhibited a slow rise in pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4): the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Model (B)(4) implantable cardioverter defibrillator (ICD) implanted 2006 (B)(6). (B)(4).